Event description:
It was reported by svc report that the siderail was cracked in half presenting sharp edges and it cannot be latched up. It is unk if there was pt involvement or if there are adverse consequences to report.